Event description:
The customer reported that the system displayed a filament regulator error during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.